Event description:
Customer reported malfunction alarm on the pump. The customer experienced a blood glucose (bg) level of 450 mg/dl and went to the emergency room. The customer had high ketone levels that were identified as dangerous by a healthcare provider (hcp). Reportedly, the customer was to be treated with insulin. Reportedly, the customer¿s hcp identified permanent damage to the customer¿s vision and kidneys. The customer was released from the ER the same day, (B)(6) 2025. Ultimately, the customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.